Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was caused by low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that during a device check, the device was unable to be interrogated with multiple programmers. The device was explanted and replaced without complications. The patient was stable.